Event description:
The device has been explanted.

Event description:
Healthcare provider reported a left side a "symmastia" issue. Healthcare provider additionally reported a left side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of symmastia and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: symmastia, capsular contracture baker grade IV

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. Symmastia: unable to observe. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare provider reported a left side a "symmastia" issue. Healthcare provider additionally reported a left side capsular contracture baker grade IV. The device has been explanted.